Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that one patient with groin surgery and /or related to vascular surgery. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that one patient with groin surgery and /or related to vascular surgery. Additional information was requested but not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the devices for analysis or images for review, the reported ¿peripheral artery surgery ¿ could not be confirmed. Based on the limited information available, the exact cause of the reported event could not be conclusively determined. However, contributing factors may include procedural, lesion and adjunctive pharmacology variables. The products instructions for use (IFU), which are not intended as mitigation of risk, list common procedural complications are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Complications may occur at any time during or after the procedure and users are trained and experienced in how to treat this complication. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.